Event description:
A customer contacted beckman coulter inc, (bci) regarding thyroid-stimulating hormone (tsh) results below the normal reference range generated by the unicel dxi 800 access immunoassay system for three patients' samples. Subsequent testing performed on a different instrument produced results within the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma that was centrifuged for 10 minutes. The customer was not having any issues with qc. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and the carryover procedure; both met specifications. The fse performed qc which was within the customer's established ranges. No hardware issues were noted. A definitive root cause has not been determined to date for this event.